Manufacturer narrative:
It has been confirmed the (B)(4) implant patient registry information for the device serial number is correct. However, there is no record of a device by that serial number. Therefore, the device history record (DHR) review cannot be done. In this case, the ring was explanted after approximately 12 years and replaced by a valve. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the surgeon has indicated the ring explant was due to stenosis of the native valve (hardened patient's tissue) and not due to a malfunction of the device. The stenosis can be caused by excessive pannus growth or calcification. In the case of the explant of an annuloplasty ring, it is typically due to the natural progression of the patient's disease. Without additional information provided by the health care provider, we are unable to conclusively determine the root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. In this case, a 30mm annuloplasty ring was explanted after an implant duration of approximately 11 years, 6 months (138.33 months) and was replaced with a 27mm valve due to mitral stenosis. The ring was discarded by the hospital.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review is in progress. It has been confirmed that the device is not available for evaluation as it has been discarded by the hospital. There are many factors that could result in the need to explant an annuloplasty ring and replace it with a bioprosthetic valve, such as regurgitation or stenosis. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. For this event, it has been confirmed with the health care provider that the ring was explanted due to mitral stenosis. The stenosis, in this case, is related to the native valve and not the ring.